Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from four patient samples processed on a vitros eci immunodiagnostic system. The assignable cause for the non-reproducible, higher than expected vitros troponin I es patient results is most likely an instrument issue. The possibility that inappropriate pre-analytical sample processing or a vitros troponin I es reagent issue had contributed to the results could not be ruled out. However, the higher than expected tropi es results were mitigated by the operator cleaning the microwell incubator and therefore it is concluded that inappropriate pre-analytical sample processing or a vitros tropi es reagent issue are not likely contributing factors to this event.

Event description:
The customer obtained non reproducible and higher than expected vitros tropi es results from four patient samples processed on a vitros eci immunodiagnostic system. Patient 1 = 0.139, 0.185 vs. Expected <0.012 ng/ml. Patient 2 = 0.228, 0.167 vs. Expected <0.012 ng/ml. Patient 3 = 0.196, 0.132 vs. Expected 0.033 ng/ml. Patient 4 = 0.09, 0.06 vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The higher than expected vitros tropi es patient results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 31840588/ivd 328768.